Manufacturer narrative:
The date of event/therapy date was (B)(6) 2017. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set used for peritoneal dialysis (pd) therapy came apart at the transfer set connection to the titanium adapter and the patient subsequently experienced peritonitis. The patient was hospitalized for the peritonitis a week after the titanium adapter separation. The patient was hospitalized for four days. The treatment for peritonitis, outcome of the event and actions taken with pd therapy were not reported. At the time of the reported event, the transfer set was in use for approximately five months. Additional information was requested, but was not available at this time.